Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 500 mg/dl. He treated with manual injection. Customer had needed assistance with programming the insulin pump. He stated that the lettering on the display screen was too small and difficult to read. Nothing further was reported.